Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the physician encountered resistance/friction during delivery of the smart control 10 x 60 stent delivery system (sds) over the (non-cordis) guidewire. The device became stuck and the device with the guidewire was removed from the patient. The guidewire was delivered to the target lesion again and an attempt to re-deliver the smart control was done but the distal tip of the device was noted to be frayed. The stent form this device was not deployed. There was no patient injury reported, and the product will be returned for analysis. The approach for the procedure was made from the left brachial artery. Two (2) non-cordis guidewires were used for crossing the lesion, but only one of them could cross the lesion. The lesion was pre-dilated with a non-cordis balloon catheter. Then the smart control device was delivered to the target lesion, but the device could not cross the lesion. Therefore, the guidewire was exchanged for a different (non-cordis) guidewire and the smart control was re-delivered to the lesion over the guidewire. However, the distal portion/tip of the smart control was stuck at the mid portion of the guidewire. The device was retrieved from the patient with the guidewire. The guidewire was re-delivered to the lesion. When the smart control device was re-delivered to the lesion over the guidewire, the distal tip of the smart control was noted to be frayed.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the physician encountered resistance/friction during delivery of the smart control 10 x 60 stent delivery system (sds) over the (non-cordis) guidewire. The device became stuck and the device with the guidewire was removed from the patient. The guidewire was delivered to the target lesion again and an attempt to re-deliver the smart control was done but the distal tip of the device was noted to be frayed. The stent from this device was not deployed. There was no patient injury reported. The target lesion was the left subclavian artery. The lesion was reported to be: a 100% stenosis, de novo, moderately calcified and moderately tortuous. The approach for the procedure was made from the left brachial artery. Two (2) non-cordis guidewires were used for crossing the lesion, but only one of them could cross the lesion. The lesion was pre-dilated with a non-cordis balloon catheter. Then the smart control device was delivered to the target lesion, but the device could not cross the lesion. Therefore, the guidewire was exchanged for a different (non-cordis) guidewire and the smart control was re-delivered to the lesion over the guidewire. However, the distal portion/tip of the smart control was stuck at the mid portion of the guidewire. The device was retrieved from the patient with the guidewire. The guidewire was re-delivered to the lesion. When the smart control device was re-delivered to the lesion over the guidewire, the distal tip of the smart control was noted to be frayed. Therefore, the smart control was exchanged for a new smart control. The procedure was finished successfully. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was returned for inspection. Analysis of the returned product did not confirm the complaints of resistance/friction or frayed/split/torn. One non-sterile smart control, iliac 10x60 was received coiled inside a plastic bag. Unit was not deployed. Locking pin was in place. Bents were observed at 1.5cm and 3.0cm from ID band. No others damages were observed. During microscopic analysis no damages were observed in catheter tip. A guide wire 0.035¿ (sample lab) was introduced through the unit and no resistance/friction was felt in the inner shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the bents condition found during analysis could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this kind of issue. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. The failure reported ¿inner shaft - resistance/friction¿ by the customer was not confirmed; since no anomalies were found during functional analysis. The exact cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported ¿catheter tip - frayed/split/torn-in patient¿ by the customer was not confirmed since no damages were found in the catheter tip. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. As analysis of the returned product did not confirm the complaints of resistance/friction or frayed/split/torn, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Concomitant products: indeflator:everest; guide wire: x-tream, treasurexs, radifocus'035; balloon catheter: coyote3mmx20, 424-5020w; sheath introducer: terumo06fr; stent: c10060s. Therefore, the smart control was exchanged for a new smart control. The procedure was finished successfully. The target lesion was the left subclavian artery. The lesion was reported to be: a 100% stenosis, de novo, moderately calcified and moderately tortuous. There was no damage noted to the product packaging upon inspection prior to opening. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15649749 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.